Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly, the final acceptance test proved the device functions to be as specified. The device was interrogated and the memory content was inspected, confirming the clinical observation. After (B)(6) 2015, the battery voltage decreased faster than expected. However, the current consumption was normal. The voltage drop continued for about 2 weeks and it stabilized afterward, as observed during the analysis of the device. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Further inspection of the data revealed that a por (power-on reset) took place on (B)(6) 2015, while the device was still implanted and in service. A reset signal is automatically generated if an unexpected behavior occurs, such as the aforementioned voltage drop. Since receipt, the pacemaker had been kept under continuous evaluation showing anormal performance, in particular regarding the battery status. In order to obtain further insights about the root cause of this event, the pacemaker was opened and subjected to further analysis. The battery was disconnected from the electronic module and the electronic module was thoroughly inspected. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was within specification. The battery was sent to the manufacturer for analysis. Analysis results of the battery:the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The microcalorimetry measurements revealed an elevated heat dissipation, indicating a high intermittent electrical stress on the battery. In a next step the battery was opened, see figure 1. The analysis of the inner assembly of the battery revealed an asymmetric depletion within the battery cell, possibly due to an elevated transient internal self depletion. In conclusion, the findings of the battery analysis are consistent with a latent current leakage path. However, during the thorough analysis no direct evidence was found for this root cause assumption. Despite this observation the therapy functionality of the pacemaker was not compromised while implanted and in service.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was interrogated and the memory content was inspected, confirming the clinical observation. After (B)(6) 2015 the battery voltage decreased faster than expected. However the current consumption was normal. Further evaluation of the memory content revealed that the device was reset on (B)(6) 2015, therefore data belonging to the time before the reset were not available for analysis. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Since receipt, the pacemaker has been kept under continuous evaluation showing anormal performance, in particular regarding the battery status. Based on the information available, the root cause of the clinical event could not be determined. In conclusion, the analysis of the memory content confirmed a voltage drop in the battery. However the current consumption was normal. Upon receipt the device was analyzed and proved to be fully functional. Furthermore, a long term continuous evaluation of the pacemaker showed a normal behavior of the battery. Despite the exhaustive analysis, the root cause of the clinical observation could not be determined. The device has been performing as expected since receipt at biotronik. External influences cannot be excluded.

Event description:
Due to unexpected battery depletion the device was removed and is available for analysis (has not arrived for analysis as of this report). No adverse patient side effects were reported. Should additional information become available, this event will be updated.